Event description:
The extension sets don't function properly causing line occlusion when did the incident occur? During use was patient or user harmed? If yes, please explain not directly (delay on infusion of therapy will affect the patient) was additional medical intervention/medication required? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.